Event description:
It was reported by the affiliate that the (1) tlc55 was used during a bowel resection procedure. It was reported that the surgeon attempted to fire the cutter and it got stuck or jammed and did not fire completely. The case was completed with another device and with no consequence to the patient.